Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records, for the lot, were reviewed and there were no issues related to this complaint. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time

Event description:
Medical device safety service (B)(4) (mdss), in (B)(4), was notified of the following by the patient: on (B)(6) 2015, the patient tested his inr, at home, on his new inratio monitor and received a result of 2.6; which was within the patient's therapeutic range of 2.0 - 3.0. The following morning, (B)(6) 2015, he was hospitalized with a stroke. The laboratory inr result was 1.6 / 1.4. The patient was discharged home (date of discharge was not provided). On (B)(6) 2015, the patient tested on his old inratio monitor and received an inr result of 3.0. The same day, he was tested at the physician's office and received an inr result of 2.4. Though requested, there was no additional information provide on the patient's treatment or if there was any residual neurological deficits.